Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump was showing a full battery and reservoir and then show that they are empty. Customer also stated the device would count numbers then go to a blank screen. There was an unexpected restart error alarm on the insulin pump. The device had not been stored or not in use for an extended period of time. Customer tried 3 different batteries. Customer's blood glucose was 103 mg/dl. Other alarms were found in the alarm history. Customer was advised the device would be replaced and agreed to return the product for analysis.